Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of off no power anomaly. The customer's blood glucose reading was unknown. After troubleshooting, the alarm occurred again. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a high stop current due to a faulty component on the interface board. No off no power alarm was noted. The pump had a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.